Event description:
During evaluation of a home choice device an increased intraperitoneal volume event was found in the therapy logs that occurred on (B)(6) 2010 during cycle 4, drain volume 4341 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed a drain volume that met the iipv (increased intra-peritoneal volume) criteria. With reference to the iipv decision tree, the probable cause for the iipv found in the device logs was determined to be insufficient drain, use error: tidal uf removal set too low. A review of the previous service record shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of iipv. The previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).